Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the auto-release function of a codman perforator ((B)(6)) did not work causing cerebral contusion during the third burr hole. The perforator was used with a drill driver anspach. According to the information provided, it is unknown if the drill was electric or pneumatic. It is unknown if the perforator clicked in place in the drill and if the recommended spring tests were performed between each burr hole.

Event description:
N/a

Manufacturer narrative:
Additional information received: "a safety department of the facility assumes that the event possibly occurred due to improper use of the product." "The drill driver used with the perforator (anspach) has been used for approximately 10 years." "The facility also requested the manufacture of the drill driver for investigation since there are possibilities of deterioration and poor maintenance of drill driver."

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4 h6, h11. Device history record (DHR) ¿ there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the perforator unit was inspected using the unaided eye. The unit was heavily soiled with organic material, but no other anomalies were observed. Instruction for use (IFU) testing procedure was performed with no observed anomalies. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release. The unit was found to perform as intended and fulfilled the acceptance criteria. In the failure analysis that was performed, the returned unit was found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis. Root cause analysis - the root cause is undetermined and was unable to be confirmed in the complaint evaluation. The potential causes of failure include user misuse.